Event description:
Customer reports to have high blood glucose of over 600 mg/dl, which was treated with manual injection and fluids. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that time and date were incorrect and customer did not have tubing clamp for high pressure, therefore, troubleshooting could not continue. Customer was advised to change infusion set and that tubing clamp would be sent . No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.